Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Visual examination of the returned et tube revealed that the sample was received with a green plastic tie attached to the white inflation line. No other defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Upon injection of air, the white balloon cuff was unable to completely inflate. However, the white pilot balloon was able to properly inflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the blue pilot balloon in order to deflate the balloons. The blue pilot balloon and blue balloon cuff were both able to deflate. The syringe was connected to the white pilot balloon to deflate the white balloons. Both the white balloon cuff and pilot balloon were able to deflate. The et tube was submerged underwater in an attempt to detect any potential leaks. Upon injection of air into both inflation lines, no leaks were detected. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, the et tube was unable to completely inflate. There appeared to be a slight blockage where the inflation line enters the tube. The sample was sent to the manufacturing site for further investigation. Upon functional inspection, the white and blue balloons were all able to properly inflate and deflate. It could not be determined what initially caused the white balloon cuff to completely inflate. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "inflation difficulties" was confirmed based upon the sample received. Upon functional inspection, it was found that, initially, the white balloon cuff did not completely inflate. It appeared that there was a slight blockage in the inflation line. The sample was sent to the manufacturing site for further evaluation. Upon investigation by the manufacturing site, the white balloon cuff was able to properly inflate. It could not be determined what initially prevented the white balloon cuff from inflating properly. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big balloon did not get pumped." Alleged event reported as detected prior to patient use during inspection/functional testing.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 120 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time all samples were still fully inflated. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. No update is required. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect reported, determine a root cause, and any corresponding corrective actions. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big balloon did not get pumped." Alleged event reported as detected prior to patient use during inspection/functional testing.